Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit has low battery issues.

Manufacturer narrative:
Additional information: e1 (initial reporter: robert dearth, contact name: (B)(6), event site telephone: (B)(6), event site email: (B)(6)). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse verified batteries to charge and verified battery tests. Ran and passed all performance and function tests. The iabp was released for clinical use.

Event description:
N/a.